Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device alarmed system error 345. A review of the event history log revealed system error 345 messages. The reported condition was verified. The cause of the condition was determined to be the downstream thermistor sensor out of specification. The force sensor requires replacement to address this issue. A service history review revealed the device was previously serviced for this same issue. The cause from that service event was determined to be the upstream thermistor and all service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.